Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant glucose results for 1 patient from accu-chek inform ii meter serial number (B)(4) and compared to the laboratory result. At 01:48 the glucose result from the meter using capillary blood was 5.6 mmol/l. At 01:54 the glucose result from the meter using capillary blood was 9.7 mmol/l. At 01:56 the glucose result from the laboratory with siemens blood gas was 10.4 mmol/l. There was no allegation of an adverse event. The qc on the meter was acceptable. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with retention strips. Tested with the following products: meter sn: returned (B)(4). Battery: retention, strips: retention (lot 476358 exp 31-jul-2019), controls: retention (lot 70100556 exp 31-may-2019) . Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl . Results: level 1 ¿46, 45, 46 mg/dl, level 2 ¿302, 304, 306 mg/dl. All returned results are within acceptable range. The optical investigation of housing interior revealed contamination/oxidation inside the meter on the electronics. The observed contamination can lead to the complained errors issues. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.